Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: mw 0301190000-2019-8012. Attachment: [cn-011942.pdf].

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The investigation was unable to determine a conclusive cause for the hematoma; however, the treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report received that states "difficult left cva arteriotomy with closure device malfunction resulted in large hematoma, which required holding pressure for forty-five minutes for hemostasis." Medwatch# (B)(4). It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a difficult left cva [cerebral vascular accident] arteriotomy procedure. Reportedly, an unspecified malfunction occurred with the starclose se device. Manual arterial pressure was held for forty-five minutes to achieve hemostasis causing a delay in the procedure. The patient was discharged home two days post procedure; however was readmitted ten days later with a hematoma at the groin which occurred after coughing. The treatment for the hematoma was not reported. No additional information was provided.